Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing.

Event description:
It was reported that the patient presented for an implant procedure. The day after the procedure, the patient passed away. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.